Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited an alert due to high out of range shock impedance measurements, measuring greater at 125 ohms on this right ventricular (rv) channel. The plan is to continue with normal monitoring of lead performance via latitude. This rv lead remains in service. No adverse patient effects were reported. An attempt was made to obtain lead information. To date, this information has not been provided.